Event description:
During a parathyroidectomy procedure, the device performed through first half of the case nad then gave error code 5. The case was completed with another device of the same product code. There was no patient consequence.